Manufacturer narrative:
(B)(4). The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, non-tortuous, and heavily calcified concentric de novo lesion in the mid left anterior descending artery. A 2.5x15mm tenku rx balloon dilatation catheter was advanced to the lesion; however, resistance with the anatomy was felt. Once at the lesion site the balloon ruptured at 10 atmospheres during the second inflation. The procedure was successfully completed with a non-abbott balloon and stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.